Event description:
It was reported that during a robotic roux-en-y gastric bypass procedure, the device did not fire. It was unknown which firing this occurred or which color cartridge was being used. No additional information is available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab. The analysis showed that the long45a device was received in good visual condition and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.